Event description:
Baxter (B)(4) received a report that an infusor was "leaking from balloon" before patient use. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. Visual examination confirmed the reported condition of leak as fluid was observed in the bag that contained the sample. However, a leak was not observed from the reservoir as was initially reported to baxter. The root cause was determined to be broken tubing at the solvent bonded junction of the luer. Microscopic examination noted that the edge of the broken tubing was jagged, which is an indication that the tubing was separated as a result of excess pull force during handling/use of the device. Furthermore, a portion of the broken tubing still remained inside the luer. No other observations were noted on the unit. No repair was done, as this is a single-use device which will be discarded.